Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to charge her ipg, even after replacing patient¿s charger. In time, the ipg became inoperable and patient lost stimulation. As a result, the patient underwent ipg replacement. Patient may be awaiting lead revision.

Event description:
Follow up information identified effective therapy was restored post-op. Follow up information also identified patient¿s weight.